Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient was presented to the electrophysiology (ep) laboratory for a scheduled implant of this device and electrode. During device-based testing, the induced ventricular fibrillation (vf) was detected and delivery of shock therapy terminated the arrhythmia. However, there was a 3.5 second delay before the first paced beat and then 6 seconds of no pacing. Ts explained that the 3.5 seconds delay until the first paced is an expected device behavior. Ts suspected that the 6 second delay was representative of oversensing. Data from the episode was upload for ts review. Data review found that the lack of pacing post-shock was the result of oversensing (five sensed signals) after the first paced beat. The five beats were certified by the device as non-shockable with the following intervals 797ms, 891ms, 492ms, 203ms, 242ms. All of these intervals would have been classified as normal senses by the device. According to the device software requirement specification, the will stop post-shock pacing if it detects three contiguous waveform appraisal approved detections. Since no electrograms are stored during induction, ts could not determine what the device was sensing. The local representative noted that when the device paced for one beat, the patient was experiencing muscle contraction. The alternate sense vector was used for pacing and sensing after the first paced beat. Ts discussed possible sources of sensed events, including several electromagnetic interference (emi) sources adn muscle contractions. The patient was bradycardic under local anesthetic, but did fine after procedure, and physician was satisfied with the result. Boston scientific received information from the local representative that no intervention or testing has been done since implant.

Manufacturer narrative:
There has been no further issues post-implant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.